Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise causing pacing inhibition. It was noted that isometric exercise was positive in reproduction of rv lead noise. No intervention was performed. The physician elected to continue to monitor. The patient was in stable condition.